Event description:
It was reported that noise was observed on both leads. The noise became more pronounced while isometrics were performed. After the sensing polarity was changed to unipolar, the noise was still observed and inhibited intermittently on the atrial lead. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.